Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a shocking feeling along with bruising and pain around the pocket area. A revision procedure was performed to implant the device deeper into the muscle as it was suspected that an infection or allergic reaction to the device may occur. A third procedure was performed as the patient's body had rejected the device again. At this time it is unknown if the patient had an infection or an allergic reaction to the device. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.